Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a red sore under the right arm. There is also redness, discharge, and seepage under the right chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to place a cloth on the affected area. Follow up indicated that the skin irritation improved.